Event description:
Pt reported the up and down buttons on the infusion device are defective. No physiological effects were reported, and pt did not require treatment from a health care professional or second party to address tye issue. The infusion device was replaced and requested for eval. No add'l info was provided.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.